Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed for motor error alarm. It was reported that the customer's blood glucose level was 400mg/dl. It was reported that a correction was five through the pump. It was reported that the pump was rewound and is now functioning. No further information or assistance provided.